Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare issued a quote for troubleshooting and repair but the hospital did not accept the quote. The resolution is unknown.

Event description:
The hospital reported the unit switched off automatically. There was no report of patient involvement.